Event description:
The reporter states that the lancet protrudes past the end of the cap of the accu-chek multiclix lancet device before it is fired. The reporter also states that he was accidentally stuck, but did not require medical attention. No actions/inactions reported. Based on product investigation it was discovered that the lancet does not retract upon firing the accu-chek multiclix lancet device. No adverse event reported. The accu-chek customer care service center sent new device. Customer advised to return suspect device.